Manufacturer narrative:
Exact date unknown, event occurred over the past month the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had to charge ipg frequently. No device malfunction suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was discarded by the facility.